Event description:
A patient was in for carotid angioplasty. After the deployment of the stent, a fitted wire that was proximal to the shunt was being removed. During the removal, the retrieval catheter failed to capture the fitted wire and became caught on the tip of the stent. While attempting to remove the catheter and wire, the catheter broke. Several more attempts were made to remove catheter piece, which did occur successfully. Entire procedure was performed under fluoroscopic guidance.